Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " per tandem's user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that while refilling cartridge, the cartridge popped at the bottom. Blood glucose level was 377 mg/dl. Reportedly, a new cartridge was loaded to address the issue.